Event description:
This pt underwent a total hip arthroplasty on (B)(6) 2013, at (B)(6). She was discharged to a skilled nursing facility where she developed a fever, nausea and vomiting. She was brought to the emergency dept at (B)(6) hospital, on (B)(6), and diagnosed with hip infection and septic shock. She was stabilized and discharged back to the skilled facility on (B)(6), but then returned to (B)(6) on (B)(6) with chest pain. She underwent debridement and irrigation and explant of the left total hip in (B)(6). The pt's condition continued to deteriorate and she expired on (B)(6).